Event description:
Additional information reported the outcome was resolved without sequelae on 11/4/2014.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion codes no longer apply to this event.

Event description:
Additional information received reported that during a (B)(6) 2014 pump refill visit the patient reported abnormal headaches with ptm (personal therapy manager) activation. The patient¿s bolus dose had previously been increased ((B)(6) 2014). The patient was reprogrammed to decrease the bolus dose and fioricet was ordered for the patient on (B)(6) 2014. The issue was classified as ¿mild.¿ the event was unresolved at time of study exit.

Event description:
Product returned. No additional information received.

Event description:
Additional information received reported that on (B)(6) 2014 the patient reported nausea and sedation. Intervention was reprogramming on (B)(6) 2014. The etiology was indicated to be related to the device or therapy and related to the drug specifically the hydromorphone. The drug action that caused the event was therapy initiation. The clinical diagnosis was it medication side effects. The outcome was resolved without sequelae (B)(6) 2014. On (B)(6) 2014 the patient reports feeling over-medicated with weakness, drowsiness, and confusion. On (B)(6) 2014 the patient reports intermittent upper extremity numbness. On (B)(6) 2014 the patient reported sweating/shivering. On (B)(6) 2014 the patient reported sedation, weakness, 'over-medicated'. The clinical diagnosis was reported as it medication side effects. The intervention was reprogramming on (B)(6) 2014. The etiology was related to the device or therapy and not related to the implant procedure. Related to the intrathecal medication specifically hydromorphone, bupivacaine and clonidine and the drug action that caused the event was increased hydromorphone and bupivacaine, added clonidine. The outcome was unresolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp via a clinical study. On (B)(6) 2014, the patient reported increased nausea and vomiting with ptm activation. Interventions included reprogramming, and zofran was administered to the patient. The event outcome was resolved without sequelae on (B)(6) 2014. The severity was mild. The clinical diagnosis was medication side effects with ptm use. The etiology was noted as related to the intrathecal medication hydromorphone.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter body found c300. There was damage to the transition tube. Analysis of the pump found no anomaly.

Event description:
It was reported a patient was feeling overmedicated with weakness, drowsiness, and confusion. The event was noted to be related to the intrathecal medication. The diagnosis was reported to be medication side effects with a mild severity. A 4 hour single bolus was programmed to significantly decrease the rate. The continuous rate was also decreased, so when the pump resumed following the bolus, it would infuse at a rate 37% less. Prior to the intervention, the pump was infusing dilaudid with .5 mg/ml at .39967 mg/day and bupivacaine with 7.1 mg/ml at 5.6753 mg/day. After the intervention the pump was infusing dilaudid with .5 mg/ml at .24993 mg/day and bupivacaine with 7.1 mg/ml at 3.5489 mg/day. The event outcome was reported as ongoing. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.